Manufacturer narrative:
Evaluation summary: it is reported that the right knee was revised 2 years post-op due to pain and tibial component was found to be loose. X-rays are not available for review. The cause of the problem could not be determined due to insufficient information. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer considers the investigation closed.

Event description:
It is reported by patient's counsel that patient underwent a right total knee replacement surgery in 2004. Post-op, patient experienced pain and was revised in 2007, wherein loosening of the tibial component was noted.